Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: patient has a history of recurrent pulmonary embolism (pe) and a vena cava filter was placed infrarenal without complications. Approximately 13 months post filter deployment, several filter retrieval attempts were made unsuccessfully with a removal cone. It was noted that the tip of the filter was posteriorly oriented and there were a pair of detached filter legs in the right cava wall. Approximately eight months later, CT of the chest showed filling defect in the right lower lobe pulmonary artery compatible with pulmonary embolism. Patient was admitted and managed with anticoagulation therapy. Current patient status is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and a month post filter deployment, several unsuccessful filter retrieval attempts were made with a removal cone. It was noted that the tip of the filter was posteriorly oriented and there were a pair of detached filter legs in the right cava wall. Approximately a year and nine months post filter deployment, a CT of the chest showed pe. Therefore, based on the medical records, the investigation can be confirmed for detached filter limbs, removal difficulties, tilted filter, and pe post filter deployment. However, the origin of the pe and the relationship to the filter is unknown based on the provided medical records. Per the medical records, the alleged removal difficulties were likely due to the angulation of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter embedded in the wall of the ivc. It was further reported that filter limb(s) detached. The filter was unable to be retrieved during a percutaneous procedure. There were no reported attempts made to retrieve the detached limb(s). The current patient status was not provided.